Manufacturer narrative:
This record is a consolidation of records summarized as part of FDA¿s voluntary malfunction summary reporting program. 10 devices were returned to resmed/ resmed authorized service centers and evaluations confirmed the reported complaints. Of the 8 reported complaints related to battery error message displayed with device returns: 8 were resolved with an internal battery replacement; 2 devices with reported complaints related to battery error message displayed were not returned, therefore resmed is unable to confirm the alleged malfunction at this time. Of the 2 reported complaints related to an external battery issue with device returns: 1 was resolved with an external battery pack replacement; 1 had no fault found with the device. All returned devices were serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
This report summarizes 12 malfunction events where it was reported to resmed that astral 150 devices had battery related issues. Of the 12 reported battery issues: 10 were related to battery error message displayed; 2 were related to an external battery issue. There was no patient harm or serious injury reported as a result of these incidents.